Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door latch issue, which was reproduced as a door not fully latched alarm when a set is loaded. The door not fully latched messages were found to be caused by a cracked lower mechanism mount standoff with pulled threaded inserts from front case. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump door will not latch. It was also reported there was no patient injury.